Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of dehiscence, edema, swelling, and fluid discharge were noted. The physician believed that the infection was procedure related. The patient was prescribed an antibiotics. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: (B)(4). Model: sc-9218-15 serial: (B)(4). Batch: 1079081/1079422